Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent hip arthroplasty revision surgery due to wear of the acetabular liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.